Event description:
The customer reported that his olympus video system center was not producing an image. An olympus field service engineer (fse) inspected the device and confirmed that there was no power supply. According to the initial reporter, this did not take place during a procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not powering on due to a defective power supply unit. Additionally, the top cover, rear panel, and fan were all dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the device did not power on due to a faulty power unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.